Manufacturer narrative:
Patient weight not available for reporting. Patient reportedly felt a buckle on (B)(6) 2015 however it is unknown if that is the date of plate breakage. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient fell down on (B)(6) 2014 and was hospitalized for a fragmented bone fracture of the left femoral bone, head trauma and an occipital wound. The patient underwent osteosynthesis with the application of a less invasive stabilization system (liss) plate. The patient was released from the hospital on (B)(6) 2014 and underwent two (2) months of rehabilitation. On (B)(6) 2015 the patient, while standing, felt a sudden buckle of the left leg and fell down. The patient reportedly broke the left femoral shaft as a result of the plate breaking. On (B)(6) 2015 the patient underwent a revision procedure of osteosynthesis with a larger plate and autologous bone graft from the iliac crest. This is report 1 of 1 for (B)(4).